Event description:
A female pt underwent two injections of restylane in 2006 into the vermillion borders and the nasolabial folds. Anesthesia in the form of an unspecified topical cream and lidocaine were used pre-procedure. On 09 may 2006, the pt reported the appearance of hyperpigmentation along the nasolabial folds. On seventeen days after event date the health care professional confirmed that the hyperpigmentation along the nasolabial folds was noted on 09 may 2006. The health care professional reported that the pt was seen eight days after event date and noted worsening of hyperpigmentation along the nasolabial folds. The pt was instructed to apply topical hydroquinone and an unspecified sunscreen cream on the affected area until resolution. The health care professional reported that as of may 2006, the hyperpigmentation along the naso-labial folds had subsided. The health care professional assessed the causality to be due to restylane.